Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on the leads wherein causing the patient to experience a loss of stimulation. Re-programming was attempted and was temporarily successful, but the loss of stimulation persisted. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively.